Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. Covidien/medtronic has requested return of the device for investigation. (B)(4).

Event description:
The patient arrived via emergency medical service with continuous passive airway pressure (CPAP). The patient was sweaty, in sever respiration distress and barely responsive. The patient was placed on bipap and immediately set up for intubation and given medications to intubate within 5 minutes. Prior to intubation the balloon and cuff of an unknown size endotracheal tube were checked and working properly. During the first attempt to intubate the patient with a laryngoscope, the patient started vomiting. The patient was turned on his side and suctioned. It took the doctor 3 attempts to get the endotracheal tube through the patient's vocal cords, there was positive color change with end tidal and they started bagging the patient. They immediately noticed that the balloon was blown and not ventilating the patient. The patient continued vomiting, the respiratory therapist and the md decided to remove the endotracheal tube and bag the patient to make sure he was getting oxygen. Cardiopulmonary resuscitation was also started on the patient. They made several more attempts and intubated the patient with a size 7.5 endotracheal tube. The patient died.

Manufacturer narrative:
(B)(4).